Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. Their blood glucose was 131 mg/dl while the sensor was reading at 68 mg/dl and the insulin pump was going to threshold suspend. Their current sensor glucose was reading at 81 mg/dl. Troubleshooting was performed. The sensor will not be returned for analysis.